Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510(k) number: k011028, k013227.

Event description:
It was reported that implant was removed due to implant fracture at tooth location 19. Implant site presented bone loss, edema, inflammation, abscess, and pain.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v ha 3.7 mm 3.5mm 13mm (tsvh13) was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear and fracturing at the collar. Bone residue on the external threads. Pre-existing patient condition noted on the per was patient with low (type iii) bone density and oral hygiene. The reported device was being placed on tooth # 19 when the incident occurred and the implant had been placed for about 2 years 9 months. The reported event could not be recreated due to the nature of the dental device and events. DHR review was completed for the subject lot number 63363003. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63363003) for similar events using keyword category fracture: implant and medical: bone loss and no other complaint was identified. May post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices (tsvh13) and events (implant fracture & bone loss). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed with fracture identified. Additionally, bone loss is non-verifiable with the information available. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause is due to the implant being loaded outside of indications leading to a broken, fractured, or otherwise damaged implant that leads to a decrease in patient function. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: g6: checked "follow-up."